Event description:
Healthcare professional reported ¿left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs was performed and identified red encapsulation, red particles on the shell and an opening extended. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported ¿left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Device has been explanted.